Event description:
Device 2 of 2. Reference MFR report#: 1627487-2013-12932. It was reported the system diagnostics showed several contacts with invalid impedances. The pt was reprogrammed with effective stimulation. The pt was also experiencing difficulty charging due to communication issues between the ipg and charger. Follow-up revealed the physician explanted and replaced the system. The ipg due to the age and the lead due to the invalid contacts. The pt was reprogrammed and is experiencing effective stimulation product will not be returned to sjm.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.